Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076 implantable pacing lead (B)(6) 2012. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was oversensing and double counting ventricular tachycardia (vt) complexes. The patient subsequently passed out, fell and suffered a black eye. No reprogramming adjustments were made and the lead remains in use. No further patient complications have been reported as a result of this event.